Event description:
It was observed that during the device evaluation, the air/water cylinder and the air/water tube of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the air/water cylinder and the air/water tube of the gastrointestinal videoscope had foreign material. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The most probable cause is traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.